Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on the needle. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: DHR - a total of (B)(4) units were built/packaged on afa line 11 from 20sep18 through 24sep18. No quality notifications were initiated during production. All other challenge, set up and in process samples were performed per specifications. No physical samples were received for this investigation. 5 photos were received. Visual/microscopic evaluation: the photos received revealed: the unit package was from lot number: 8262697 material: 382533. White-clear particles were revealed near the tip of the catheter/needle. Dark colored fibers were observed around the tip of the catheter/needle. Conclusion(s): probable cause for the white-clear material: manufacturing: the particle observed on the catheter tubing was confirmed to be non-foreign (plug shavings) and to have resulted from manufacturing during the assembly process. Probable cause for the dark colored fibers: indeterminate: a definite source for the dark colored fibers could not be determined. It is unknown if it was from manufacturing related or introduced during transit or at user environment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on the needle. No serious injury or medical intervention was reported.